Event description:
Boston scientific crm received information that one month post implant, this right ventricular lead displayed loss of capture. A revision procedure was performed, this lead was removed and returned for analysis. The patient with this lead remains hospitalized and monitored until the lead has been replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
- -

Event description:
Additional information was received; a revision procedure was performed, this lead was replaced.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, a visual inspection revealed the helix was retracted and tissue was entwined in the helix mechanism. Resistance and pressure testing were completed ot assess the leads electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Analysis could not determine a reason for the reported clinical allegation; electrically this lead met specification.

Event description:
- -